Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the surgeon attempted to fire the tlc55 instrument to cut and staple colon, and could not fire the device. The instrument was reloaded and also could not be fired. Another tlc55 instrument was used to complete the case. There was no consequence to the pt.